Manufacturer narrative:
The patient elected not to be admitted to the hospital and noted they wanted to see their regular physician. The local area representative reported that following this incident the patient was seen by their regular physician. The device was interrogated and found to be functioning normally. The emergency room could not provide evidence of a heart rate of 30 bpm. No programming changes were made and the device remains in service.

Event description:
Boston scientific crm received information that the patient presented to a medical facility following a syncopal episode. It was reported that the patient's heart rate was in the 30's and that the clinician suspected a device malfunction.

Event description:
--

Manufacturer narrative:
The device was later explanted due to normal battery depletion. The device was returned to allow for reliability analysis. Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.